Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately sixteen minutes into the procedure, the patient began to experience fluctuations in his blood pressure and heart rate. The patient's heart rate ranged between 30 and 117 and blood pressure was recorded at 121/66 and 66/48. The patient was transported to ER. The patient has previous cardiac history and was scheduled for a turp (transurethral resection of the prostate). Anesthesia would not clear him for the turp procedure, so the physician performed bph. The patient was also reportedly taking anti-convulsion medications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.